Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to readmit the patient details. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the patient visit that was showing in pyxis as discharged but unable to readmit. A technical support specialist (tss) verified the issue on the server and confirmed that the mentioned patient was no longer visible. Tss advised customer to proceed to readmit the patient as needed. Customer proceed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.